Event description:
It was reported to philips that the system did not startup completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. The rse stated that that the flexvision monitor and the control room monitor shows the message "x-ray system is starting" message, , however the system startup did not progress. A philips field service engineer (fse) evaluated the system onsite and reinstalled the complete system software to resolve the issue. The system was returned to use in good working condition and ready for clinical use. To date, there has been no recurrence of this issue reported from the customer. The codes were updated based on the investigation outcomes.